Event description:
It was reported that during a prostate procedure. Side-firing was noted to have commenced forward firing at 40, 744 joules of use. The procedure was completed with a second fiber. "No injury to the pt."

Manufacturer narrative:
(B)(4). Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.